Event description:
It was reported that the patient did not have any additional bend relief wraps around any portions of the outflow graft. It was reported that the patient was doing clinically well in the post-operative period, but presented with non-sustained power spikes associated with low pis. Additional log files were submitted for review which captured low flow events on (B)(6) 2021. These flows were reportedly related to hypovolemia which resolved. The log file also captured several power and flow elevations between on (B)(6) 2021. The patient was reported to be doing fine and the power and flow elevations were confirmed to be associated with pi events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of thrombus in the space between the outflow graft and bend relief could not be confirmed through this evaluation, as the device was not returned for evaluation and no images of the reported event were submitted for review. The reported low flow alarms were confirmed via evaluation of the submitted log files. The account stated that flow improved after the outflow graft desobstruction/valve replacement surgery. The account also reported that the low flow alarms in june were due to hypovolemia; however, a correlation between (B)(6) and hypovolemia, as well as with the reported aortic valve dysfunction, could not be confirmed. A cause for the reported hypovolemia and aortic valve dysfunction could also not be determined. The submitted log files revealed persistent low flow alarms on (B)(6) 2021, as well as transient low flow alarms on (B)(6) 2021. Minor power elevations mostly captured during pulsatility index (pi) events were also seen on (B)(6) 2021. The pump appeared to function as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number: (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this IFU lists device thrombosis as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. This section also provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters, describes situations which may result in a low flow hazard alarm. Section 5 ¿surgical procedures¿ warns that ¿moderate to severe aortic insufficiency must be corrected at time of device implant.¿ this section also contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 6 entitled "patient care and management" outlines indications of thrombus and how to respond to such events. This section provides information on anticoagulation, including recommended international normalized ratio (inr) values, and lists hypovolemia as a potential late postimplant complication. It also states that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 also cautions that physiological factors that affect the filling of the pump result in reduced pump flows as long as the condition persists. Section 7 "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. Heartmate ii lvas patient handbook is currently available. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had moderate aortic valve dysfunction since 2018, but has been getting worse. The patient was admitted on (B)(6) 2021. The patient started having low flow alarms every 2 minutes, the alarms were silenced. The patient was asymptomatic with the alarms and had a computerized tomography (CT) scan. The CT scan identified a ¿mass¿ obstructing the outflow graft in 80-90% of its lumen and in almost all its extension, this ¿mass¿ was believed to be a thrombus. There was no significant clinical evidence of hemplysis. The lvas appeared to be functioning as intended and the inflow cannula velocity appreared normal by echocardiography. On (B)(6) 2021 the patient underwent an aortic valve replacement and check on the outflow graft. The graft had no thrombus, but actually a collagenous exudate from the outflow material and it was on the external side of the outflow graft, no contact with the blood flow. The outflow graft was cleaned from the collagen exudate and the lumen appeared to be totally freen now. Post operatively the patient has normal flow and is stable. No additional information was provided.